Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that error c-34 was observed on the integrated electrosurgical unit (iesu). The customer performed power cycle of iesu; however, the same issue persists. The customer connected force triad. The procedure will be continued with force triad. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with the force triad generator. The issue was isolated to the integrated electrosurgical unit (iesu) and not the fenestrated bipolar instrument.

Manufacturer narrative:
Upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using the system. Upon powering the iesu would display error c-34. The iesu will be returned to the original equipment manufacturer (OEM). Root cause is attributed to electrical issues on a defective generator. The fenestrated bipolar forceps instrument used with the generator was analyzed and the complaint was not confirmed by failure analysis. The instrument was recognized by the test system and successfully passed all functional tests. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. The instrument passed energy recognition test. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h11 for follow-up information.